Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. X-ray was performed and while no fractured were observed, the inner coil was stretched. The cause of the stretched coil could not be ascertained. Laboratory analysis was unable to conclusively determine the root cause of the clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead and right ventricular (rv) lead exhibited high threshold measurements one day post-implant. A chest x-ray was performed and confirmed the leads were dislodged. Attempts to reposition the ra lead were unsuccessful as the helix would not extend. As a result, the ra lead was explanted and replaced. The rv lead was successfully repositioned. Five days later, the patient presented with dizziness. The new ra lead noted high threshold measurements and the rv lead noted loss of capture. As a result, a revision procedure was scheduled. The ra lead could not be repositioned due to helix extension issues. The ra lead was explanted and replaced. The rv lead was explanted and replaced. No additional adverse patient effects were reported.